Event description:
It was reported the pt's scs ipg pocket site is scheduled for revision. Follow-up identified the revision is due to the pt experiencing pain at the pocket site. There is no add'l info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.